Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The downstream occlusion was present during the initial testing of the device, however, the eval was not able to reproduce the alarm. The unit was calibrated and tested to a ensure that it was functioning as intended.

Event description:
During baxter's eval a device alarmed for a downstream occlusion. There was no pt involvement.